Event description:
It was reported that the patient had a history of low atrial amplitudes and the clinic had previously disabled the related alert on the device. Review of the patient's recent presenting electrogram demonstrated that there was an isolated under sensed atrial beat, as well as far field oversensing of r-waves on the atrial channel that led to inappropriate mode switching to atrial tachy response. The current atrial sensitivity was programmed to automatic gain control at 0.25 mv. The atrial lead remains in service and no adverse patient effects were reported.

Event description:
It was reported that the patient had a history of low atrial amplitudes, and the clinic had previously disabled the related alert on the device. Review of the patient's recent presenting electrogram demonstrated that there was an isolated undersensed atrial beat, as well as farfield oversensing of r-waves on the atrial channel that led to inappropriate mode switching to atrial tachy response. The current atrial sensitivity was programmed to automatic gain control at 0.25 mv. The atrial lead remains in service and no adverse patient effects were reported. Additional information received indicated that this atrial lead was capped, along with the right ventricular (rv) lead (due to calcification) and explant of the implantable cardioverter defibrillator (ICD). The patient subsequently underwent screening and implant of a new subcutaneous implantable cardioverter defibrillator (s-ICD) system.